Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was failing to capture the ventricle. No intervention or programming changes were completed. The patient symptoms were unknown. The patient was stable.

Event description:
New information revealed there were no patient symptoms.